Event description:
It was reported that a transmitter battery issue occurred. Off-label/misuse statement. Product was provided for investigation. An external visual inspection was performed and passed/failed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).